Event description:
It was reported that trackable 4mm rotatable microdebrider blade broke intraoperatively. The tip became wobbly and the distal tip could be moved back and forth. The patient was (B)(6) year old female weighing (B)(6), however there was not report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the devices was returned for evaluation and currently awaiting analysis. The device was returned; evaluation is anticipated but not yet begun. Method: no testing methods performed. Results pending completion of evaluation. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.